Event description:
It was reported to philips that the v60 is displaying diagnostic code primary alarm failed. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to confirm diagnostic code in the significant event log. The customer is reporting the speaker may have been damaged during an internal repair.

Manufacturer narrative:
G5:510(k)#:k102985. B4:08sep2021. It is unknown if the device was being used for treatment at the time of the reported event. The customer could not be reached for additional contextual information. There was no patient harm or injury reported. The customer did not respond to multiple requests to confirm the repair and operational status of this device. No further requests for philips inspection or repair have been received from the customer. The resolution to this case could not be ascertained.